Manufacturer narrative:
All operating currents are within specification. Off no power alarm functions properly. Device passed the displacement test, rewind, self test and a21 error test. Device alarmed a33 during the prime/a33 test at 4.0 lbs and alarmed motor error during the basic occlusion test due to faulty force sensor resistor. Unable to perform the occlusion test, excessive no delivery test and the delivery accuracy test due to a33 alarm. The motor was tested outside of the unit and passed. During visual inspection, the electronic assembly had moisture damage. No moisture damage noted on the motor or on the force sensor resistor. Device uploaded properly using care link. Device had dog chew marks on the display window, keypad and case. Device also had cracked battery tube threads. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had compromised force sensor alarm. The customer stated that insulin pump was exposed to moisture. Customer performed self test and it was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.